Event description:
It was observed that during the device evaluation, the bronchovideoscope displayed no image. There was no patient involvement.

Manufacturer narrative:
The returned device underwent a visual inspection and functional tests to assess the device status. A definitive root cause of the reported failure could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure due to electrical/electronic component problem identified. The performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.